Event description:
Boston scientific received information that during an explant procedure for elective replacement indicator (eri), the physician was unable to loosen certain setscrews on the device. The left ventricular (lv) lead and two shocking coils of the right ventricular (rv) lead were able to be removed, however, the right atrial (ra) and pacing portion of the right ventricular (rv) lead remained stuck within the device header. Another manufacturers' field representative contacted boston scientific technical services (ts) and stated that three or four wrenches were damaged when attempting to loosen the setscrews. The field representative also noted that the lv lead and shocking coils on the rv lead were inserted back into the device header and the pocket was closed. The patient was referred to a different facility for removal of the device. No further additional information is available at this time and the device currently remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.